Event description:
It has been reported to philips that the allura system did not boot up successfully, it got stuck at 00:00. The system was not in clinical use. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that system was not booting up. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. Turning the power off/on did not resolve the issue. The reported issue was resolved by turning the power off/on as far as the circuit breaker for the power transformer and then turned the power back on. After that the system was working as intended. The codes were updated based on the investigation outcome. Evaluation method code was corrected.